Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction alarm. There was no known impact to the customer's blood glucose levels. The malfunction alarm was cleared and insulin delivery was able to be resumed.